Event description:
Information received indicates the brake wouldn't hold on one end of the stretcher.

Manufacturer narrative:
The technician inspected the stretcher and found the brake linkage screw missing. He replaced the brake linkage to repair the stretcher.